Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issued occurred due fluid invasion inside the body control unit and scope cover resulting in minor rust and corrosion. It was further noted, that after aeration the image was ok. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope experienced a back and forth image. There were no reports of patient involvement.